Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe barrel/flange was damaged. The following information was provided by the initial reporter: "we ordered a bd syringe though medline that we believe falls under this issue. We have a verge reports on the device breaking and spraying blood during a draw. I have included the bd also if they would do the qa vs. Medline." Additional information received on 01/08/2024: 1. Any adverse event or serious injury reported to patient or healthcare professional? No. 2. Was there a delay of, or change in, the course of treatment due to the event? Yes. 3. Any sample or photo available for investigation? No. 4. How was the patient outcome? Are there any clinical signs, health consequences or impact? No. 5. How was treatment completed for customer? Grabbed another syringe. 6. Patient status?n/a. 7. Any picture of this complaint no. 8.please explain elaborate issue? When using a 10 ml slip tip bd syringe to draw a blood sample from IV start, there was a hole in the syringe chamber straight from package. This was not noticed until blood starting coming from the hole. 9. Date of event? 12/15.2023. 10.physical available/not available? No. 12. Customer address? (B)(6). 13.this material number is correct or not? Correct. 14.please provide correct batch number? C-198 8.